Event description:
It was reported that the right ventricular (rv) lead exhibited low r-wave amplitudes. The lead was explanted, along with the pacemaker due to normal battery depletion from the device. The right atrial (ra) lead was dislodged during replacement and was needed to be replaced. A previously capped lead was removed and replaced. No additional adverse patient effects were reported.